Event description:
It was reported that during a lobectomy, the device fired malformed staples at the second firing. The procedure was completed by additional sutures. There was no adverse consequence to the patient.